Event description:
In the evening three readings on their freestyle flash blood glucose monitor; 353 mg/dl, 350 mg/dl, and 320 mg/dl. After the result of 320 mg/dl, two units of insulin were administered, and normally no insulin would be taken at this time of day. Customer awoke several hours later feeling symptoms of hypoglycemia; shaky and sweaty. A test was taken and a result of 255 mg/dl was received. A second glucose result was taken on a different freestyle flash meter, and a result of 80 mg/dl was obtained. The customer's mother administered a granola bar and soy milk in order to stabilize glucose levels.